Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿check sensor¿ error message was reported on the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced shivering and sweating, lost consciousness, and was unable to self-treat. As a result, the customer was treated by a non-healthcare professional with two glucose injections, glucose tablets, and a can of cola. There was no report of death or permanent impairment associated with this event.